Event description:
Per the clinic, the patient experienced an infection (type not reported) resulting in revision surgery to clean the wound and treat the infection. It was further reported that during the revision surgery, the ground electrode was broken. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2010. It is unknown if the patient was reimplanted with another device. This report is filed (B)(4), 2011.

Manufacturer narrative:
This report is filed (B)(4), 2011. (B)(4)